Event description:
Follow up information received identified the patient had her scs lead replaced. The procedure was reportedly completed without complications and the patient was doing well postoperative.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs lead was exhibiting high impedance. Surgical intervention may be taken to address the issue.